Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported shutdown or restart issue has been completed. Data analysis: all boots recorded through imc logs on the complaint date contained no adverse log events that would lead or exhibit a condition that would trigger an "unexpected controller shutdown" alarm. It was observed that the boot containing that alarm was "skipped." Device analysis: console arrived in danvers. Console booted with no issues observed. Console was power-cycled over 100 times, where it was observed that the console again skipped boots. Additionally, while the console was powered on and sitting idle, the imclogger and rtlogger processes were intentionally stopped, however the console behaved as expected. The cause of the unexpected controller shutdown could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) produced an unexpected controller shutdown alarm after startup. A backup unit was employed prior to connecting a pump, and there was no reported patient involvement.